Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports "health issues" and that the patient "have to get the device removed". Further information received from patient confirms right side rupture. The device has been explanted.

Manufacturer narrative:
Corrected data: b.3.

Event description:
Patient reports "health issues" and that the patient "have to get the device removed". Further information received from patient confirms right side rupture. The device has been explanted.